Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tips of the bd emerald¿ syringes broke during introduction into the valves. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd has been provided with three affected samples. Visual inspection of the returned sample presented the tip broken during the use with the valve device. That confirmed the reported issue. Possible cracked due to strong conditions during use of the product. DHR review for batch #1804391: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2015 (april 30th ¿ may 1st, 2018). Syringes were assembled in machine, nº4267, in lot #8110876 (april 23rd ¿ 30th, 2018) and in lot #8119975 (april 30th ¿ may 7th, 2018). Research has found no problems, defects or qn related to the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Bd can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that the tips of the bd emerald¿ syringes broke during introduction into the valves. There was no report of exposure, injury, or medical intervention.